Event description:
On 02/15/2024, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft and ar-18800-04 driver shaft broke. This occurred during use in a case with no patient effect. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-18800-04 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the hex tip was twisted. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head. The complaint allegation noted that the shaft was broken. The length of the driver shaft was measured with caliper ID: (B)(4) and had an expected length of 3.600 ± .020. The device measured 3.562 - thus not passing within tolerance.